Manufacturer narrative:
The insulin pump had intermittent button response due to corrosion on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, stripped battery cap coin slot and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.